Event description:
Medtronics programmable brain shunt randomly reprograms itself. Has been reset several times by neurosurgeon. Adverse effects monitored with radiographs and neuropsychological test resets. Dates of use: (B)(6) 2013-(B)(6) 2014. Diagnosis or reason for use: normal pressure hydrocephalus. Event reappeared after reintroduction: yes.